Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the patient's prescriptions did not change in both eyes after lasik. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
After the day of the event a fse (field service engineer) was onsite to check the system. Fse could not find any issues with the system. System is working within specifications and as intended. No technical root cause was identified as the product was found to be within specifications. Customer used a nomogram. The company does not recommend to use a nomogram on hyperopic eyes. The manufacturer internal reference number is: (B)(4).